Event description:
Customer reported he was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of the admission was 600 mg/dl. Treated with insulin drip. Customer was wearing the insulin pump at the time of hospitalization. Customer stated the device was alarming no delivery and his glucose kept going up and was taken to the hospital by the ambulance. Customer stated that his doctor thinks that he over treated himself. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.